Event description:
It was reported that the patient underwent a revision approximately three (3) years and seven (7) months post-implantation to swap the poly bearing because of a patella clunk. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 42540200032; lot# 64816183. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. It was reported that a patient required reoperation due to patellar clunk. Patellar clunk is a condition in which adhesive scar tissue forms at or above the patellar tendon, causing the patella to misalign with the trochlear groove of the femur. As the knee moves through range of motion, this causes a clunking sensation as the patella slides in and out of its appropriate position. As the complaint indicates, an additional procedure was required to correct the soft tissue concern and alleviate the clunking. The poly bearing was exchanged per standard procedure when reentering the joint space with no allegations against the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.